Event description:
It was reported to philips that the motorized movements were not available. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was outside of clinical use at the time of the reported problem. It was reported that the geometry movements were intermittently not possible. A philips remote service engineer (rse) reviewed the logfile and identified error in the logs that was indicating outage in the etercat bus. A philips field service engineer (fse) examined the system on-site and was unable to reproduce the error. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
Philips has investigated this complaint. During investigation it was identified that the event occurred on (B)(6) 2024. According to the additional information acquired, the system was outside of clinical use at the time of the reported event. A philips remote service engineer (rse) connected with the customer and was informed that although restarting the system allowed the c-arm to be moved, the messages "some table movements not possible" and "motorized movement not available" still appeared. The rse analyzed the log file and suspected an issue with the ethercat cable or motor controller drive. A philips field service engineer (fse) inspected the system on-site and checked all the network plugs. The network connections were secure. The system was returned to use in good working order and ready for clinical use. The malfunction could not be reproduced, and the cause of the issue could not be determined. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. The system's instructions for use warn the user to not utilize the system if suspecting that any part of the system is defective and provide information on how to verify system functionality. As the device was outside of use at the time the issue was identified, the user would identify this issue prior to utilizing the system. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.